Event description:
The facility representative reported a flogard infusion pump with a failure code of 94. The event was reported to have occurred upon power up in the emergency room. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of " failure code of 94" was confirmed during evaluation of the device. Service determined that the cause was due to corrupted configuration settings which was a result of defective main batteries. The main batteries were replaced and the configuration settings were reset the resolve the issue. Should additional information become available, a follow-up MDR will be submitted.